Event description:
It was reported that one day post a device change out, the right ventricular (rv) lead¿s rv and superior vena cava (svc) impedances were high, greater than 200 ohms. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d334drg, implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2014. Product ID: 310f31, tissue valve implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.